Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: device returned inside of the original unopened pouch. The pouch has one hair inside of it. The device has a hair inside the pouch. Pouch is completely sealed.

Event description:
It was reported that sterility was compromised. A 035/180 amplatz super stiff guide wire was selected for use. However, it was noted that there was a hair inside the sterile package. The device was never used in a procedure.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that sterility was compromised. A 035/180 amplatz super stiff guide wire was selected for use. However, it was noted that there was a hair inside the sterile package. The device was never used in a procedure.